Manufacturer narrative:
.

Event description:
During servicing the service technician reported that the blower is not running. The customer reported there was no patient involvement.

Manufacturer narrative:
Event date: (B)(6) 2015. MFR date: 06/29/2016. Conclusion / root cause: replacement of the failed quad analog switch u33 corrected the problem with this customer returned mc board. This report is being submitted as part of the remediation for CAPA (B)(4).